Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. Tests showed empty reservoir, non-functioning penis, as well as irregularities in the shape that may be evident, according to the doctor, a fractured device. The ipp is still implanted. No further patient complications reported.